Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. (B)(4).

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after the results from routine labs were obtained. Although the patient was asymptomatic with normal pump parameters, the patient had elevated lactate dehydrogenase (ldh) levels and persistent anemia from hemodialysis for end stage renal disease. Echocardiogram ramp study was completed and reflected unload but not a complete response. The patient's labs were drawn and the patient placed on heparin infusion. Patient underwent a pump exchange where only the pump body was exchanged via subcostal approach. There was no thrombus seen within the pump during the procedure.

Manufacturer narrative:
A correlation between the report of elevated lactate dehydrogenase level and the device could not be conclusively determined as the device was not returned for evaluation. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left.

Event description:
Additional information: information provided by the hospital personnel on (B)(6) 2016 stating that the device could not be located and would not be available for evaluation.